Event description:
This supplement report #1 is being submitted to provide the root cause and actions taken.

Manufacturer narrative:
During the investigation by agfa, the dx-d 100 system and the system log files were inspected. Investigation confirmed the following: - images of the previous patient arrived normally - after the images for the previous patient arrived, for some reason the detector panel was disconnected - when completing images for the critical ill patient, the user selected manual free exposure on the softconsole - the exposure for this criticall ill patient were taken but the image was not available for view because the detector was not on - when the detector panel was reconnected to the system the unit worked normally the root cause is confirmed the dxd 100 system was set up without the detector on, therefore a tube only exposure was made and the image was not available for viewing. The dx-d100 image failure did not cause or contribute to the death of the patient. There are no future actions for this event.

Event description:
A customer in the us reported to agfa, while using the dx-d 100 system, an exposure was made but the image did not appear. The customer reported after completing the exposures for a critically ill patient, the images were not available for viewing. The patient died five (5) minutes later. The customer took the dx-d 100 system back to the department and rebooted the system. The unit worked normally, exposed and provided images as intended. Agfa service went onsite and discussed the issue with the customer. The current feedback from a technician at the facility is the dx-d100 image failure did not cause or contribute to the death of the patient. The customer is currently using the dx-d 100 system with no additional issues reported. Agfa service has inspected the unit and retrieved log files and provided to agfa product quality team and r & d for further investigation. Once additional information is known, a supplemental report will be provided.